Event description:
Report received from france stating "sleeve too soft, won't enter through the 2.2 mm incision. They had to use additional sleeves. No patient impact."

Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00280, 00281, 00282.